Event description:
It was reported that during a da vinci s nephrectomy procedure the cautery for the bipolar instrument arced causing damage to the patient anatomy. Anastomosis was used to repair the patient injury. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No other patient harm was reported.

Manufacturer narrative:
Initial MDR was inadvertently sent with incorrect information: type of reportable event.

Manufacturer narrative:
On (B)(6), 2012 the initial reporter indicated the issue had been traced to user error, a bipolar instrument was plugged into a monopolar electrosurgical unit (esu). This bipolar instrument was used in conjunction with another monopolar instrument, when the two instruments were brought within proximity of each other energy was released. The initial reporter indicated the patient required anastomosis to repair the injury and the patient made a full recovery after the incident. As of august 2, 2012, there have been no reported recurrences of this issue at this hospital.